Event description:
Patient reports at around 12:15 pm on (B)(6) 2022 the pump was alarming for 'no disposable, pump won't run'. Patient replaced with a new cassette at 12:30 pm and put it onto the pump that was alarming and it is now working fine. This is a cassette issue, not pump issue. Patient does not have the lot number for cassette. No further information, details or dates available. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. All known information is contained on this form. If any additional information is received, it will be provided on a separate report. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; pt to try and send back; did we replace the cassette? N/a - premix pt, has emergency back ups if needed; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.